Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulties removing the air bubbles from multiple cartridges. Customer was a new pump user at the time of this event. A new cartridge was successfully loaded onto the pump. Customer experienced an elevated blood glucose (bg) level of 540 mg/dl and ketones; bg cause and ketone value were not provided. Customer declined to provide additional information regarding this event.